Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2025, day 110 after insertion. The failure mode could not be reproduced, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The potential root cause for such failure mode may be related to an issue with the sensor electronics, for example, the led behavior at the time, or the in-vivo state of the sensor hydrogel. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report 02 june 2025. G3. Date received by the manufacturer? 02 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 5, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.